Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead could not be screwed on the header and it came out without resistance. The pacemaker was not used and replaced during procedure on (B)(6) 2025. The patient remained stable throughout.

Manufacturer narrative:
The reported event of the setscrew could not be tightened was confirmed. The device was returned for analysis. Analysis revealed that the physician made an incorrect wrench insertion into the setscrew inset. Because of this the physician stripped the setscrew inset. Once the setscrew inset is stripped the setscrew can no longer be tightened and the wrench will not click. No device anomalies were found. The problem is related to the user¿s incorrect use of the torque wrench.